Event description:
The customer contact reported that during testing at the user facility, it was noted that the device battery was swollen. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, it was noted that the device battery was discarded therefore, the swollen battery could not be confirmed. This report represents all the information known by the reporter upon query by hospira personnel.